Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 5.1, lab: 2.9; (B)(6) 2010, >7.5, 2.9. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.